Event description:
The reporter stated the trailing haptics of a bausch & lomb lens broke off when injected in patient's eye. The incision was enlarged to remove the lens and another same type lens was implanted. This lens also tore - see MFR report# 2023826-2008-00866. A third lens was implanted. The cause of the iol damage was due to the msi-pr injector.